Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a redo cardiac ablation procedure, a trace/trivial pericardial effusion was observed on intracardiac echocardiography (ice). Prior to the catheter entering the patient, the transseptal puncture using another manufacturer's product was notably difficult and required multiple attempts to burn across. After completing lesions on the roof, anterior to the left superior pulmonary vein, and an anterior mitral line, and after a few applications in the right atrial appendage, an effusion was noted on ice. Heparin was reversed and the patient was monitored for approximately 30 minutes with no change, with the patient reported as stable and the effusion not growing and no ventricular arrhythmia occurred. A transesophageal echocardiogram (tee) performed at the end of the case and showed a trace effusion. The patient hospitalized overnight for observation and a follow-up tee. No intervention performed for the pericardial infusion. No further patient complications have been reported as a result of this event.